Event description:
It was reported an infection occurred. The lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-45 implantable pacing lead, implanted: (B)(6) 2012; 5076-52 implantable pacing lead, implanted: (B)(6) 2012; c2tr01 implantable pulse generator (ipg), implanted: (B)(6) 2012.